Event description:
It was noted that the expiration date on the box of floseal was 4-13-2025 but the thrombin component expires on 12-27-2024 and the gelatin matrix expires on 07-25-2024. It was also noted on another box of floseal the exp date was 05- 08-2025. The thrombin component expires on 12-27-2024 and the gelatin matrix expires on 7-25-2024. Clarification is needed why the box exp date does not reflect the soonest to expire component.